Event description:
Cystoscopy/ureteroscopy was performed and surgeon was ready to begin lithotripsy using dornier laser. The machine came on in "sleep" mode and though it would indicate "ready" when appropriate button was pushed, the aiming beam did not come on and the laser would not fire. The lithotripsy was not performed and a stent was placed with a plan for the patient to return to surgery at a later date.